Event description:
It was reported that an initial left total hip arthroplasty was performed. Subsequently, the patient was revised approximately 10 years later due to pain and elevated metal ions. During the revision, debrided a superficial layer of tissue and the abductor muscle due to grey discoloration, and prosthetic wear was noted. The stem and cup were left implanted and all other components were replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: ref 13-103206, lot 417970, modular porous lateralized stem; ref 139254, lot 637700, m2a magnum taper adapter. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 01894.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. Prosthetic wear, pain with elevated ions, grey discoloration. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.